Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel.

Event description:
It was reported that prior to implant attempt, the number of turns required to deploy the helix of the right ventricular lead was tested. It was further reported that the helix would not deploy. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.